Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-03961, 2134265-2017-04125 and 2134265-2017-04126. It was reported that stent explantation, chest pain and st segment elevation occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca). After advancing a non-bsc guide catheter in the 6th distal portion of the vessel, a 2.25 x 24 synergy drug eluting stent (des) was deployed at the proximal portion. It was then realized that the distal portion has to be treated as well. A 2.25 x 16 synergy des was then advanced to treat the distal lesion. However, upon retraction, it was noted that the device was stuck from the previously implanted stent. After several attempts, the non-bsc guide wire and the device were pulled back to the guide catheter and were removed as a unit. It was then noted that the first synergy des was explanted and stuck on the second synergy des. Two promus premier¿ stents were then deployed. However, the patient experienced chest pain and some st segment elevations were still noted. The procedure was then completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. Two stents were returned for analysis. A visual examination of the stent found that one stent had stent struts stretched at one end and on the opposite end from mid-section of the stent was intertwined with the second stent. The two stents were severely damaged. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The returned device was loaded in a guideliner 6f (0.056'') and guidewire (0.014'') was inserted in the wire lumen of the device. The guideliner and the device with loaded guidewire were all loaded in a 0.070¿¿ guide catheter. During analysis the device was removed from the guide catheter with no issues and traces of dried blood was evident on the extrusion shaft and balloon body. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-03961, 2134265-2017-04125 and 2134265-2017-04126. It was reported that stent explantation, chest pain and st segment elevation occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca). After advancing a non-bsc guide catheter in the 6th distal portion of the vessel, a 2.25 x 24 synergy drug eluting stent (des) was deployed at the proximal portion. It was then realized that the distal portion has to be treated as well. A 2.25 x 16 synergy des was then advanced to treat the distal lesion. However, upon retraction, it was noted that the device was stuck from the previously implanted stent. After several attempts, the non-bsc guide wire and the device were pulled back to the guide catheter and were removed as a unit. It was then noted that the first synergy des was explanted and stuck on the second synergy des. Two promus premier¿ stents were then deployed. However, the patient experienced chest pain and some st segment elevations were still noted. The procedure was then completed with a different device. No further patient complications were reported and the patient's status was stable.